Manufacturer narrative:
Patient information updated. A1: patient identifier, a2: date of birth, age at time of event, unit of measure - age. Suspected medical device information updated d4: model number, lot number, catalog number, unique identifier (UDI), expiration date d7: explant date. Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to unspecified device performance issues. The procedure was completed successfully. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to unspecified device performance issues. The procedure was completed successfully. No information was provided about the patient's outcome.

Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to unspecified device performance issues. The procedure was completed successfully. No information was provided about the patient's outcome.